Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the device was removed.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated shorting/low impedance in the battery. Hybrid analysis determined that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage the device operated under during the service time. No hybrid anomalies were found. Battery analysis revealed plated lithium material found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the headspace insulator and contacted the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.